Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record (sir). The device meets specification as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The logfile shows twelve successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check. However, it is recommended, that an energy check is performed before each patient. The measured energy was stable. The logfiles show that the reported treatment of right eye was interrupted eleven times. At each interruption the info message ¿internal energy too low. Continue with laser pedal¿, did show, indicating that the interruptions were caused by the system. The treatment was finished successfully. One seven four seven shots were fired. After the treatment the customer repeated the energy check twice. During both energy checks the info message ¿laser head energy too high. Continue with laser pedal.¿ appeared. Both energy checks were finished unsuccessfully. The customer than performed a gas change subsequent to the energy checks. The gas change was finished successfully, and a new energy check was performed, however again unsuccessful with the info message ¿laser head energy too high continue with laser pedal.¿ the system was then restarted. After the restart the system passed successfully all initialization steps. The energy check was performed successfully. One further treatment was performed on this day, which was finished successfully without issues. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. During an on-site visit opened regarding the reported issue, the field service engineer did diagnostics and checks according to his knowledge and different documents. The issue could not be confirmed or reproduced during the service. The field service engineer decided to replace the sensor as the one of the possible causes that error. The exchanged sensor was requested, but has not yet returned for investigation without the exchanged part no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported system with internal energy too high in the unknown eye of the patient during refractive surgery.